Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken/detached needle/cannula occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction h2 type of follow up - correction medical device problem code - correction, please disregard code 1069 on initial MDR. Was submitted in error.

Event description:
Subsequent to the initial MDR, a correction is required.